Event description:
"Dealer advised customer complained of smell of electrical burring, then a spark, and the charger stopped working. No reports of any problems with the charger prior to this incident. No reports of personal injury at this time. The person who purchased the charger and the information provided is not the person who uses the chair or the charger. Charger ordered on invacare order # (B)(4). Return quote #(B)(4).

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model pronto, serial number/date code unknown. The owner's manual is found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.